Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the patient continued to experience pump tubing kinking during sleep, which affected the ability to use the system as intended. The patient reported that the tubing kinks when sleeping or when a site is worn in an area where pressure is applied while lying down, resulting in a kink malfunction, and expressed concern that the tubing quality needs improvement. Visible kinks, twists, or damage to the tubing were noted. The operator of the device was lay user/patient. The event occurred during set-up. There was no patient injury.